Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion (l5-6) using rhbmp-2/acs to address chronic lower back pain. Reportedly the patient's post-operative period was marked with unspecified severe pain and debilitating complications. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on: (B)(6) 2007: patient presented with preoperative diagnosis of spinal stenosis, pulpous, degenerative disk and joint disease and lateral foraminal stenosis bilaterally at l5-6, gait disturbance, scoliosis/spinal curve, congenital lumbarization of l6-s1, radiculopathy l5,l6 and underwent following procedures: left sided transpedicular neural decompression, intradiscal cage (l5-6), pedicle instrumentation (l5,l6 bilateral), transverse process fusion,l5-l6, right transforaminal posterior interbody fusion (l5-l6). Per operative report: the endplates were decorticated and irrigated copiously and it was identified that patient could accommodate a 36 mm wide implant made out of peek material and also the cancellous autologous bone and bone morphogenic protein. We filled the anterior disc space up with cancellous autologous bone and bone morphogenic protein as well and then inserted the peek cage implant and placed it as anteriorly as possible in the intradiscal space at l5-6. The patient tolerated the procedure well (B)(6) 2008: patient presented with preoperative diagnosis of six non-rib bearing lumbar vertebra, gait disturbance, scoliosis, lumbar radiculopathy, spinal stenosis, retropulsion of peek cage implant l5-l6, lumbar myelopathy secondary to neural compression, delayed fusion l5-l6 and under went following procedures: removal of pedicle screws right l5,l6, posterolateral transverse process fusion l5-l6, insertion of pedicle screws (l5,l6), transpedicular neural decompression l6 and removal resection of cage implant. Per operative notes: incision was made over the right l5 and l6 pedicle screws. The connecting rod, locking nuts and pedicle screws were removed. There was extrusion of a peek implant. The resection of that implant that was protruding was achieved. Then, decorticated the transverse process if l5-l6 on the right side and put only bone graft, bone morphogenic protein, cancellous autologous bone and autogenous bone. The larger screws in the l5 and l6 on right side and connecting rod were implanted. It should be noted that surgeon tested all pedicle screws that were reinserted by passing 15 mamp current through them and then monitored the procedure continuously.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.